Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The unit also had a cracked case at a display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; none of the buttons functioned properly. The patient's blood glucose at the time of incident was 74 mg/dl. Troubleshooting was initiated for the keypad anomaly. Customer stated that when he opens the bolus menu none of the buttons respond and the pump suspends. Patient also reported that he went to bed with a blood glucose of 90-100 mg/dl and woke up with it at 49 mg/dl, and he doesn't know if a bolus was initiated in his sleep. He treated the low with cheese and crackers and soda. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.